Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the total error, but an error was found in the error log. (B)(4) - the rf head tested out of electrical specification.

Event description:
It was reported that the programmer experienced a total error. No patient complications have been reported as a result of this event.